Event description:
I had a second attempt at total left hip revision on (B)(6) 2011. In (B)(6), I developed a boil near incision site, after test it was found to be communicating with affected hip joint. Had to have hip taken out and replaced with antibiotic spacer until new hip could be replaced on (B)(6). My original left total hip revision was performed in 2005, with ceramic material. Had a revision attempt in 2009, which failed to get the stem out of leg but doctor replaced cup with a cross link poly liner by zimmer due to a loose cup. Then in (B)(6) 2011, I had another left total hip revision to remove ceramic stem, but zimmer cup was left in place. That surgery seemed ok, but still had some pain in thigh and groin. Then the boil developed in (B)(6), which led to the total hip revision on (B)(6) 2011. I've had legal representation that has claimed that I have no cases on either malpractice or product liability. So, I've had 5 hip operations that have severely limited my rom/strength. I'll never be near what I once was able to do physically. If you need further information, I have all the medical/surgical reports from 3 of these surgeries that I could forward to you. I feel hopeless at this point. Wow, I've been in pt off/on since 2005 for this event? The device that was in me when infection occurred was a smith & nephew device.